Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and insulin flow blocked alarm. The customer blood glucose level was 435 mg/dl. Customer states the insulin did not exit. Troubleshooting was declined for high blood glucose. The insulin pump will not be returned for analysis.